Event description:
It was reported that the capture thresholds increased. Capture was tested and verified at normal eri device changeout. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.